Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 1ml via an implantable pump. It was reported that the pump flipped in the pocket and had an issue refilling the medications. However, there was no issues with the therapy. The cause of the event was unknown. An x-ray of the pump was taken at the office to confirm that the pump had flipped; however, the date of the event was unknown. A surgical intervention was performed. The pump was flipped to the correct position and secured with new sutures. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.